Event description:
It was reported that psychiatrist was unable to interrogate a pt's generator while having the handheld connected to the ac power. The psychiatrist had the handheld plugged into the wall which likely caused electromagnetic interference while performing interrogation. Unplugging the handheld from the ac power resulted in power off from the handheld due to lack of charge. A new handheld was provided to the psychiatrist and the old handheld was returned and currently undergoing product analysis.